Event description:
Pt is having IV therapy for cancer. When having the last therapy dose there was no backflow and the catheter had slid out of the pt approx. 8-10cm. The catheter was removed and on examination a hole was found in the middle of the catheter.